Event description:
Additional information found the patient¿s ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate. The patient reported that their charger stopped working approximately on (B)(6) 2020, and stimulation cut out around this time. Rep confirmed that the patient programmer showed error 2501 and the charger could not locate the ipg. Surgical intervention may take place at a later date.